Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery triggered a critical battery alarm with a battery capacity greater than or equal to 25 percent and it showed switching behavior. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery charger revealed that the unit passed visual inspection. Failure analysis of the returned battery revealed that the unit passed visual inspection. Functional testing revealed that the battery was not able to adequately charge or provide power to a controller. Internal inspection of the battery revealed a lifted cell weld. Log files revealed two (2) critical battery alarms due to the battery depleting below 10% relative state of charge (rsoc). During the first instance, the battery went from 24% rsoc to 0%. Data logs do not cover the second critical battery alarm. It is possible that a lifted cell weld could have resulted in dropping battery capacity and triggering the critical battery alarms. No premature power switching event were recorded involving the battery. As a result, the reported critical battery alarm was confirmed; however, the reported power switching could not be confirmed. The root cause of the lifted cell weld can be attributed to terminal welds experiencing added stress as a result of the uncontrolled bending of the tabs and resistance welds occurring on weld free zones. This observation contributed to the battery unexpected deplete and trigger critical battery alarms. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.